Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: "they are causing discomfort and patient safety issues because they are blunt".

Event description:
Sales representative reported on behalf of healthcare professional, "they are causing discomfort and patient safety issues because they are blunt". This record is for an unknown side. The status of the device is unknown.

Manufacturer narrative:
After additional review, it has been determined that abbvie is not responsible for reporting on this product. Reporting is the responsibility of b.braun medical who has been notified of this complaint. Additional, corrected and/or changed data: h.2, h.6, h.11.

Event description:
Sales representative reported on behalf of healthcare professional, "they are causing discomfort and patient safety issues because they are blunt". This record is for an unknown side. The status of the device is unknown.